Event description:
Actual error: yes. Description: I used what I assumed to be a multipurpose contact lens solution for cleaning and soaking, when in fact this was not the case. "Clear care" contact lens solution contains hydrogen peroxide. I was at home, and I used clear care solution to soak and rinse my lenses before putting them in. Immediately as I put the first lens in, my eye burned excruciatingly, and I had trouble getting the lens out because I couldn't get my eye open. I flushed my eye with water continuously for about 2 mins, during which the lens came out on its own. Medication administered to or used by the pt: yes. When and how was error discovered: when my eye was burning in pain. Rptr's recommendations: clearer warning labels. I noticed the "important use only the lens case provided" label on the front, but would have taken the info more seriously had it stated whey, and what would result if used w/o the special case.